Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the detached resin part of the image guide coil was caused by chemical/physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin part of the image guide coil fell off due to chemical stress. Additionally, there were insufficient bending angle, insertion wrinkles, the universal cord and video cable had scratches and collapsed. The video connector, light guide, and video connector case had scratches. The light guide connector label was peeled, the operation part, the switch box, and the grip had scratches. There was poor watertightness of the insertion part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported defects of bending section on the rhino-laryngo videoscope at an unknown time in relation to a planned unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the resin part of the image guide coil fell off. There were no reports of patient or user harm associated with this event.